Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to a shock impedance measurement greater than 200 ohms. A commanded shock test was performed and out of range measurements were generated in two of the three lead configurations. An x-ray did not identified any damage to the right ventricular (rv) lead and other lead diagnostics were within normal limits. A revision procedure was performed and the associated rv lead was removed from service and replaced. No additional adverse patient effects were reported. Description : shock impedance alert.